Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative received a report from a site biomed representative, that two days prior the site's navigation system camera kept cycling power in the cranial 2.2.6 software. This issue was noted prior to surgery. In trouble-shooting, the medtronic representative un-plugged and re-plugged the camera cable to the navigation system cart and power cycled the navigation system. After doing this the camera cycling stopped. Normal function was restored. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for navigation system camera. No parts have been received by manufacturer for analysis. (B)(4) 2015, software investigation completed. Findings are that the cable from the I/o hub to the ndi box was not fully seated at the ndi box. The medtronic representative noted that the connector felt loose. After the connector was tightened, issue was resolved. Software functioning as designed. Loose cable identified. (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
A medtronic representative went on-site to troubleshoot again and was not able to replicate the issue. He looked at event logs in the ndi configuration toolbox and there was no indication of any adverse events ever occurring with either the scu or psu. He has checked I/o hub and computer cable connections. He noted that the only other times he's been able to see this issue in person, he's left the system on for over an hour. During testing the system was on for 2 hours with no change. Rep has done a final inspection of the camera cable at the bends and connections and doesn't see anything wrong. System checkout completed. The system passed all software, hardware and instrument testing. No fault found. System performed properly.